Manufacturer narrative:
The field service rep determined the voltage on the sample probe was misadjusted and adjusted sample and clot detection voltages. Controls were run to verify analyzer performance.

Event description:
User experienced one patient sample that had been run for b12, folate, ferritin, iron, and uibc when they noted the patient sample was clotted. The sample was repeated giving discrepant results for vitamins b12 and ferritin. Initial b12 result gave 207.3; repeat gave 353.8 pg per ml. Initial ferritin gave 132.4; repeat gave 216.6 ng per ml. User said the initial results were released to the floor. The patient was not adversely affected and no medications were given as a result of the results reported.